Manufacturer narrative:
Section h6: type of investigation: 4121 - event history log review. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The patient was found expired on (B)(6) 2023. It was reported that the cause of the patient's outcome is unknown. The submitted controller event and periodic log files were reviewed. An lvad internal fault was captured throughout the event file due to elevated left ventricular assist device (lvad) temperature. Pump power and flow elevations were also observed, consistent with material, such as thrombus, being ingested into the pump and contacting the rotor. However, thrombus was unable to be confirmed as no images were submitted, and the pump was not explanted for evaluation. Of note, the onset of the lvad faults and elevated power/flow was not captured in the event or periodic files. Also observed from the beginning of the controller event log file, an active low power advisory alarm on (B)(6) 2023 was captured while the device was connected to 14-volt external batteries. The low power advisory alarm progressed to a low power hazard alarm, and then to a no external power alarm. The controller's internal backup battery powered the system without issue until it too ultimately depleted, which stopped the pump. There were no other notable alarms active in the log file. The pump appeared to have operated at the set speed without issue before full depletion of all battery power. It was reported that an autopsy was not performed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including pump thrombosis and death. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 1 of the IFU provides an explanation of pump parameters, including flow and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2023-02389.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was found deceased last month, and their family sent back the controller. The log starting (B)(6) 2023 at 04:32 and captured constant left ventricular assist device (lvad) internal faults and low voltage advisory events. The patient was on battery power at the time and these events continued until (B)(6) 2023 at 05:05 when the battery power was in a hazard state and ran until 05:24 when the battery power was totally depleted. The emergency backup battery (ebb) in the controller took over and powered the pump for around an hour and 12 minutes until the backup battery was depleted and the vad was turned off. The cause of death was unknown. It was also unknow whether the death was device related.